Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the reservoir compartment was cracked. Customer's blood glucose was unkonwn. The mother stated the customer's blood glucose has been high. The mother could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery and occlusion test due to prime anomaly. The insulin pump was received with broken reservoir tube lip and battery tube threads. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at reservoir tube window corners and reservoir tube window. The insulin pump was received with minor scratches on lcd window.